Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis confirmed the customer comment that the programmer booted up to an error. A printed circuit board was replaced and recalibrated. It was also indicted that the floppy disk could not read disks and therefore the floppy drive was replaced. It was also indicated that the hard drive health was ninety-nine percent and therefore the hard drive was reimaged and loaded with updated software. It was also indicated that the display would drop and therefore both lower display hinges were replaced. It was also indicated that the left keyboard hinge was broken and the system fan was noisy. These parts were replaced and the programmer passed final functional and system tests. (B)(4).

Event description:
It was reported that upon being powered on the programmer generated an error indicating that it was a "serious error" and it was noted that no further functionality was then available. The programmer was returned for service. The programmer tested out of specification during manufacturer's analysis. There was no patient involvement.